Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion was located in the non-tortuous, moderately calcified proximal unknown vessel. During advancement of a 2.75x16mm liberte stent, the stent dislodged from the delivery device in the aorta. The stent embolized to an unknown location. An unsuccessful attempt was made to snare the stent. The stent remains in the patients' body. The procedure was completed with a 2.5x12mm liberte stent. Patient status reported as "stable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer - device analysis determined that no issues were noted with the portion of the device that was returned which could contribute to the complaint incident. The delivery catheter with a 0.013 inch size guidewire inserted through the wire lumen was received for analysis. The actual stent was not returned for analysis. An examination of the balloon found that the balloon appeared to have been inflated. There was a clear impression on the balloon of where the stent had been crimped on initially. There was a build up of solidified contrast media present inside the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was located in the proximal left anterior descending (lad) artery.

Event description:
It was further reported that the lesion was located in the proximal left anterior descending (lad) artery.

Manufacturer narrative:
(B)(4).